Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified scratching on both sides of the head. The shaft is fractured. A ring of wear is present around the shaft at the fracture location. Complaint confirmed based on evaluation of the returned product medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the g7 version guide pin driver was over tightened and broke. The patient was not yet in the room when this occurred. The fractured device was taken out of the room. There is no additional information available at the time of this report.